Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in the mid right coronary artery. Reportedly, the 2.5x23mm xience pro stent delivery system (sds) was advanced in an attempt to cross the lesion; however, resistance was met due to the calcification and the stent dislodged before reaching the lesion site. The dislodged stent was partially in the lesion and partially in healthy tissue. The lesion was treated with a 2.5 x 15 mm xience pro stent which also crushed the 2.5 x 23 mm xience pro stent to the vessel wall. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.